Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on jan 26, 2010, alleging inaccurate erratic readings on his ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info. The pt first noticed the alleged erratic readings on (B) (6) 2010. The pt had been increasing his medications due to the elevated readings. The pt had increased his morning insulin from novorapid insulin from 20 units to 38 units and his evening dosage of novorapid insulin from 24 units to 40 units. He also increased his night time insulin of levemir from 24 units to 36 units of insulin. Prior to the elevated readings, the pt was only testing once a day; however, due to the elevated readings, he had increased his testing to 4-5 times a day. The pt mentioned that on (B) (6) 2010 at an unspecified time at night, he developed symptoms of shaking and he felt "unsettled and his thought process slowed down". Prior to the event, on (B) (6) 2010, the pt had obtained readings between 7-9 mmol/l and then from the (B) (6)-(B) (6) his readings were between 20 mmol/l - 23 mmol/l. The exact reading the pt obtained prior to the symptoms was not provided. The pt was concerned about the elevated readings, since he had not changed his diet and was not feeling stressed and felt ok. Due to the symptoms the pt went and ate something sweet and ate 2 packets of biscuits. The pt did not seek any medical attention or contact his physician that day; however, the following day on (B) (6) 2010, the pt went and visited his physician. The nurse ran control test and obtained a 16 mmol/l and then tested pt's blood glucose on his meter and obtained a 15 mmol/l. Nurse then tested the pt's blood glucose using the hospital's vita meter and obtained a 5.2 mmol/l and a 5.7 mmol/l with a control test. The pt was advised to go back to his original dosage of insulin, prior to him increasing his insulin. Physician provided the pt a new meter. Lfs sent the pt replacement products and requested the subject meter and supplies be sent back to lfs. The complaint is being reported since the pt alleged that due to the elevated reading, he increased his insulin dosage and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.